Event description:
It was reported that the customer was vomiting and was hospitalized for high blood glucose. The blood glucose reading was 360 mg/dl. It was also reported that the insulin pump alarmed no delivery during prime. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.